Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what was the product code and lot/batch number for the stapler (ex: ec60, long60a, pse60a, plee60a etc.)? Ec60a. Can you please clarify ¿extra bowel had to be resected to enable the removal of the faulty device¿? They couldn¿t open the jaw of the gun and bowel was attached/jammed in the jaws of the device. This meant they could not retract the shaft of the gun through the trocar. To avoid opening the patients abdomen to retrieve the gun, they opened another echelon, went into the abdomen through another port and cut away tissue attached to the faulty device jaws. This allowed the surgeon to retract the device back through the port. How was the complaint device removed from tissue? See above. Did the resection of additional bowel result in any patient consequence (procedure converted to open, extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. No - patient remained closed. No extra length of stay. Did the jaws eventually open? No. If so, how? Is the current patient status known? Not at this moment. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Do not know.

Event description:
It was reported that the jaws of the device would not open when clamped to the tissue. The surgeon stated he had not fired the staples and went through the safety procedure to unlock the jaws of the device. Another gun had to be used and extra bowel had to be resected to enable the removal of the faulty device.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57x5r. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60g partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.